Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was an image storage, which would prevent imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with customer remotely and confirmed that image processing pc's disk had space problems. After reviewing log file rse found that there were issues with the ip-pc drive bay. After replacement of the drive by customer the issue did not resolve. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue rse consulting with customer about the ip-pc replacement and the same was sent to the customer for replacement. After ip pc was replaced by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.